Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized and treatment was not reported. The patient was recovering from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced bacterial peritonitis, coincident with peritoneal dialysis (pd) therapy. Although the patient had recovered from the peritonitis, the following month, they experienced a recurrence of the bacterial peritonitis. It was not reported if the patient was hospitalized. The patient had recovered, but a month later had another recurrence of the bacterial peritonitis. The patient was hospitalized and was started on lots of unspecified antibiotics for the reported event (dose, route and frequency not reported). The cause of peritonitis was unknown. The catheter was removed and the patient was started on hemodialysis, until the catheter wound healed enough to do pd therapy again. The patient was still hospitalized at the time of this report and experienced complications. Should additional relevant information become available, a follow up medwatch will be submitted